Event description:
On (B)(6) 2013, patient reported the infusion sets have leaked insulin at his infusion sites. This has resulted in hyperglycemia near 300 mg/dl, and his target blood glucose is 120 mg/dl. He has changed the infusion set to treat hyperglycemia and has not required outside assistance. He does not believe the leaks are due to poor absorption. The headsets are inserted with an insertion device, and he does hear an audible click when the tube is connected to the headset. He does practice site rotation. He believes the leaks might be caused by the adhesive not sticking properly. He was sent adhesive dressing, and the alleged product was discarded and will not be returned for evaluation.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA. Device will not be returned.

Manufacturer narrative:
No sample was received for evaluation. The reference samples were visually inspected and tested for flow, leak and click. All test results were within specifications. Device was not returned to manufacturer.